Manufacturer narrative:
Pump passed the rewind, basic occlusion, prime and system sensor and displacement tests. Pump received with stuck motor error alarm loop during bolus delivery. Unable to perform the occlusion and excessive no delivery test, verify air bubble anomaly, or verify units left at the reservoir due to motor error alarm. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing.no moisture damage found on the electronics, motor, battery tube and vibrator assembly during visual inspection. Pump received with minor scratched lcd window.

Event description:
The customer reported via phone call that high blood glucose has been experienced of 100 mg/dl to 500 mg/dl. Troubleshooting was done and found that insulin leaked into the reservoir compartment and underneath the display screen. The customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer declined troubleshooting for the high blood glucose.